Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned to the manufacturer for analysis; however, the microcatheter was not returned. The implant coil was found to be stretched and broken at the monofilament knot section. Based on the reported complaint and evaluation of the returned product, the stretched and broken coil indicated that excessive force had been applied to the device which exceeded its maximum tensile specification.

Event description:
It was reported that during treatment of a posterior inferior cerebellar artery aneurysm, the embolization coil prolapsed back into the artery. During re-positioning of the coil, the coil stretched. During removal, the coil detached in the microcatheter. Both segments of the coil were removed together with the microcatheter. There was no reported intervention or patient injury. The current patient's status is reported to be doing well.